Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had not taken a medication so no action, like reprogramming, was necessary.

Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2008, 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to non-sustained high rate episodes and the sensing integrity counter (sic); t wave oversensing was also noted. The impedance was stable and in an expected range, and further investigation is planned. The lead remains in use. No patient complications have been reported as a result of this event.